Manufacturer narrative:
An event of left bundle branch block (lbbb) developed during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible that the procedural condition may have contributed to the reported heart block; however this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was result of permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of first degree atrioventricular (av) block. The length of the membranous septum was 3.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (ncc). The patient was discharged with an electrocardiogram (ECG) monitor. Post-procedure 48 hours later, the patient presented with left bundle branch block (lbbb) and received a permanent pacemaker. The patient was stable.